Manufacturer narrative:
B3 date of event unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the time was reset and the next day, it reverted back to factory settings. The issue was found during testing.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the lens slightly messy. The reported issue was verified in the event history log with pump settings and patient data lost alarms. Functional testing was able to replicate the reported issue; the device powered on with pump settings and patient data lost alarm and the data and time reverted back to 2005 settings. The root cause was determined to be a faulty real time clock (rtc) battery on the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.